Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner regarding a patient who was receiving 2000 mcg/ml baclofen at 694.6 mcg/ml via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient experienced respiratory failure and died in a hospital. It was reported that the death was not thought to be related to the device/therapy. The patient's medical history included multiple unspecified health conditions, and spasticity management. The patient also had a historical condition of multimorbidity. The patient had the device implanted in 2011 and the device was explanted on (B)(6) 2017 and returned to the manufacturer for analysis. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that there was overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis. There was no known issue with the device. The drug being delivered and the indication for use was not reported. There were no further complications reported/anticipated.